Event description:
It was reported that on a small number of occasions, the autopulse platform displayed a "realign patient, reinsert lifeband" message, upon power up. When the autopulse was previously tested with an installed lifeband, it tested fine. However, upon subsequent power ups, this message has appeared. The user advisory message that the platform displayed is unknown. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the battery latch lock was bent and load plate shoulder screws were missing. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and no faults were observed. The platform performed as intended during functional testing. A review of the archive was performed and no user advisory codes were observed on the reported event date. However, consistent with the reported event description, there were multiple ua 12 (lifeband not present) codes seen on (B)(6) 2015. Device inspection did not identify any deficiencies which may have caused or contributed to these codes. The ua 12 occurred as a result of the lifeband clip not being detected in the platform's spool shaft as a result of improper installation or removal of the lifeband from the device. Based on the investigation, the parts identified for replacement were the battery latch lock and shoulder plate screws. In summary, the reported complaint was confirmed during archive review. The archive showed that multiple ua 12 (lifeband not present) codes occurred on (B)(6) 2015. Device inspection did not identify any deficiencies which may have caused or contributed to these codes. The ua 12 occurred as a result of the lifeband clip not being detected in the platform's spool shaft as a result of improper installation or removal of the lifeband from the device. Following service, including replacement of the damaged and missing parts, the device passed test criteria.